Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted and replaced due to an unspecified product performance issue. Additional information was given confirming this rv lead was explanted due to high pacing thresholds and noise without oversensing. No additional adverse patient effects were reported.